Manufacturer narrative:
Device evaluation: analysis of the returned device identified, broken shell and underweight. A visual and microscopic analysis was performed which identified, striated broken on anterior, observed, 40 mm dark patch edge material inside gel device, creases fold, missing shell and sharp opening on posterior. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: a sharp opening on posterior assessed, as an unidentified (tear) opening. A striated broken on anterior assessed, as surgical damage. Missing shell assessed, as inconclusive.

Event description:
Explanting physician reported, that the device was found to be ruptured, during replacement surgery. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Explanting physician reported that the device was found to be ruptured during replacement surgery. The device has been explanted. This record relates to the right side.